Event description:
"Using the dynamometer screwdriver into the screw locking split from the tip of the screwdriver, immediately we informed the surgeon, since at the return was not aware of what happened."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.